Event description:
It was reported that a patient underwent myomectomy procedure on (B)(6) 2011 and suture was used. The needle broke during use. The fragment was removed from the patient's uterus. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: the point end of the needle was submitted for this evaluation. A microscopic inspection revealed scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle point fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the point end. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch djz608 mfg date: 08/16/2011, exp date: 07/31/2016. Batch djz704 mfg date: 08/16/2011, exp date: 07/31/2016. Batch djz790 mfg date: 08/16/2011, exp date: 07/31/2016. Batch djz791 mfg date: 08/16/2011, exp date: 07/31/2016. Batch djz897 mfg date: 08/19/2011, exp date: 07/31/2016.